Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the analyzer had oversensing issues. The analyzer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: could not confirm the reported event; the analyzer passed all functional and system tests. Analysis found the patient connector is worn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.